Manufacturer narrative:
Investigation completed on a smiths medical cadd legacy 6400 pump. Upon investigation no physical damaged was found on screen. Event log opened and " 1012> error 1660 12/26/2019 11:42:00 am " evaluations and tests performed could not verify complaint of " error 1660" alarm. No fault was found with device. Actions taken for preventative measures were replacing main board and lens. Device tested and passed all functional and delivery tests.

Event description:
Information received a smith medical cadd legacy 6400 pump alarmed 1660 and reported screen damage. No patient adverse events were reported. Investigation was completed.